Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval could not reproduce the reported symptom. Review of the event history log confirmed the reported symptom. The unit was received inoperable due to a constant reload set alarm. The eval found that the ultrasonic sensor readings were low with a fluid filled tube. With low ultrasonic readings, the pump is more susceptible to "air-in-line" alarms. The ultrasonic sensor was replaced.

Event description:
It was reported that a spectrum infusion pump had a "constant air-in-line" alarm. It was also reported that there was no pt injury.